Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "melted rubber-like foreign matter was adhering to the rubber part at the lip of the tube (sealed)."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "melted rubber-like foreign matter was adhering to the rubber part at the lip of the tube (sealed)."

Manufacturer narrative:
H.6. Investigation summary: mat: 367846, lot: 2018846. Bd received 2 samples and 3 photos from the customer in support of this complaint. A visual examination of the samples and photos were performed and revealed foreign matter (ink) on the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The exact cause for the customer's failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.